Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the device completely separated. The spring and dowel pin were not returned for evaluation. Only the universal swivel shaft and universal set screw driver socket with hall end connector were returned for evaluation. This instrument was manufactured in 2015. The device exhibits signs of significant use and wear. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed

Event description:
It was reported that during the procedure the intertan-spring mechanism broke outside the patient. The procedure was completed without delay. Backup from smith&nephew was available. No patient injury or other complications were reported.